Event description:
It was reported that a patient underwent a left nipple vegetation mass excision surgery on (B)(6) 2024 and suture was used. Post-op, the patient inflammation and wound secretion. On the 5th day after surgery, during the patient's follow-up, redness, swelling, pain, and inflammatory exudate were found at the sutured area, and the patient reported unbearable pain. The doctor administered wound debridement to the patient and applied erythromycin ointment externally. The patient followed up again on the 9th day after surgery and the redness and swelling at the patient's suture site had disappeared. There was no inflammatory exudate, and the pain had been relieved. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: (B)(6) 2024 is reported as the event and procedure date. Please clarify: procedure date? (B)(6) 2024. Event date? 24-nov-2024. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the patient have an infection? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Were any pre-op cleansing procedures changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?